Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose for about two months and was hospitalized on (B)(6) 2016. He stated he had been treating with the insulin pump and manual injections. He stated that he experienced nausea, vomiting and abdominal pain. Blood glucose value at the time of the hospitalization was 336 mg/dl and he was treated with IV fluids. Current blood glucose was 258 mg/dl. He mentioned that his doctor had lowered his settings but then set them back to the original values. During troubleshooting, the customer stated that the drive support cap was recessed, one small air bubbles was found but there was no insulin leak, the insulin was not expired and he was able to prime. The insulin pump failed the first high pressure test but passed the second. He was advised to discuss the settings and different sets with his doctor.